Event description:
The customer reported via phone call that he experienced a low and high blood glucose level. The insulin pump was not delivering insulin. He took an injection because his blood glucose level was 425 mg/dl. The customer was feeling nauseous. His wife found him on the floor having seizures. The paramedics were called but he was not hospitalized. Customer's lowest blood glucose level recorded was 22 mg/dl. He treated his low blood glucose level with food. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.